Event description:
The pt had two shunts implanted - one subdural and one ventricular. This shunt (subdural) was removed on 4/25/98 as it was no longer needed. There was no problem with the function of either shunt. Hospital initially reported possible infection on uf report # 050567000-1998-12.